Event description:
It was reported that a patient underwent a gastric procedure on (B)(6) 2023 and suture was used. Before use on the patient, it was reported that the suture broken in the newly dispensed suture when preparing for surgery. Changed another two to continue the surgery, the same problem happened again. Changed another one to complete the surgery. Upon visual assessment of the returned needle-suture pieces, they were observed that the strand had begun with a degradation process caused by exposure to the environment. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ : 275 g/m. H3 investigation summary: the product was returned for evaluation. The returned sample determined that it received three opened samples that pertain to product code vcp1358h. Upon visual assessment of the needle-suture pieces, they were observed that the strand had begun with a degradation process caused by exposure to the environment. In addition, the foil was not returned for evaluation. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.